Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet user experienced prolonged hyperglycemia after starting high prior to breakfast and announcing the meal, with sensor and meter readings peaking at 317 and remaining elevated for about 11 hours despite a new cartridge and infusion set on the abdomen without leaks, bent cannula, or delivery alarms; a subsequent hypoglycemia episode occurred later with a glucose of 45 that responded to oral glucose and rose to 60. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included interviews and analysis of information provided by the user¿s caregiver. Investigation of this case revealed no device problem found and no specific component implicated, and the event was categorized as an adverse event without an identified device or use problem. It was concluded, based on previously established findings for similar reports, that the cause was unclear, consistent with hyperglycemia of uncertain cause. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.